Event description:
It was reported the end user developed bleeding from a parastomal variceal approximately 10 months ago while utilizing an unknown brand of pouching system. At that time, the bleeding was stopped using a fibrin plug inserted during interventional radiology. During the latest occurrences of bleeding from the parastomal variceal on (B)(6) 2015, the end user had been ill with a fever and increased watery output. She presented to the emergency room (ER) and developed bleeding from the varices. The end user was ultimately discharged with instructions to hold pressure. Two hours later, the end user started bleeding profusely and filled the pouch with blood. She returned to the ER and her hemoglobin had dropped from 15 to 10 mm hg. The interventional radiologist attempted another fibrin plug but this was not successful due to the size of the vessel. The varices were sutured and no transfusion was required. In addition, the end user's dose of aldactone was increased from 50 mg to 100 mg to manage her portal hypertension. Finally, the end user was instructed to use a flexible pouching system, avoiding any type of rigidity. No further patient complications were reported.

Manufacturer narrative:
The product associated with batch 5a03137 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on may 13, 2016.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).